Event description:
A customer's meter is "missing half of the 'hundreds digit' in the display". A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.